Manufacturer narrative:
The technician found that the bushings were worn on the brake block. He replaced the worn bushings to repair the bed.

Event description:
Information received indicates when the brakes were set the caster wheels would continue to roll.